Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the implantable cardiac monitor (icm) patient that they experienced sensitivity near the sternum. It was further reported that breathing and moving their left arm was causing pain. The icm was explanted. No further patient complications have been reported as a result of this event.